Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 8 (sep8). During the procedure, the physician attempted to remove the sep8 from the patient, but the separator bulb became stuck in the rotating hemostatis valve (rhv). The physician successfully removed the separator bulb from the rhv. The procedure successfully continued using a new sep8. There was no report of an adverse effect on the patient.